Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as infection on (B)(6) 2018. The customer blood glucose level was 580 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer stated that the insulin pump getting insulin flow blocked alarm. Customer stated that they changed both the reservoir and infusion set several times. Customer stated insulin exited at the quick release. Customer declined to provide hospitalization details. The device will be returned for analysis.